Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the telemetry problems were the result of a defective reed switch. The reed switch would remain closed

Event description:
It was reported that the device was functioning normally one month after implant except that the magnet test did not work. It was, at that time, still possible to interrogate with programmer. During a follow up visit on (B) (4) 2009, it was noted that it had become impossible to interrogate the device. The device was explanted and replaced. No patient complications were reported as a result of this event and the patient's outcome was reported as "fine."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.